Event description:
During the procedure, the hemostasis valve became loose and blood was noted to be leaking from the valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.